Event description:
This endograft exhibited type ii endoleaks resulting an additional intervention to resolve. To date, no further adverse pt effects were reported.

Manufacturer narrative:
This device has not been returned and boston scientific crm can not confirm the clinical observation. No additional information is available at this time. If additional information becomes available, this event will be updated.